Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood as directed in the user's guide. Review of the treatment data log file indicate that the alarms were most likely the result of inadequate vascular access flow to support the commanded blood flow rate. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial pressure exceeded and arterial air alarms occurred toward the end of a routine hemodialysis treatment. Attempts to resolve the alarms were unsuccessful. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. The pt's standard epogen dose was increased. No further medical intervention was required.